Event description:
Ous MDR - it was reported that, after an implantation time of 27 months, the patient received several inappropriate shocks. A lead defect was suspected. The function "detection of tachycardia" could not be deactivated by magnet placement. No deterioration of the patient's state of health was reported. This device was returned for analysis, but the lead could not be explanted. Both were replaced.

Manufacturer narrative:
The date of implant was provided. The ICD first underwent a status interrogation. The device status was mol2, 94 charge processes had been documented. The connection system of the defibrillator was examined mechanically. The screws of the shock and pace outputs were normal. Leads inserted in a test could be contacted with easy passage, low ohm values, and reliably. The drill hole dimensions were all within the dimensions defined in the is-1 and df-1 standards. There was no material defect or manufacturing error. The memory content of the ICD was checked; interference was visible in the ventricular channel in the available iegms starting on (B)(6) 2013, which resulted in the high number of mostly aborted charge processes. The signal sensing of the ICD was then tested and proved to be free of noise. The ICD sensed the provided signals free of interference. The ICD's capability to provide therapy was checked. The antibradycardic output signal was proper and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. In a next step, the solenoid circuit breaker for deactivating the therapy functions was checked. The test of the circuit breaker showed normal function. The therapy delivery at supplied fibrillation signal was inhibited as expected, both when using a programming wand and an m50 magnet. In summary, the ICD is normal and within specifications both regarding the connection system and the electronics. In particular, the solenoid circuit breaker functioned as expected. The production documents of the lead showed no anomalies. Thus, no cause for the clinical observation could be found during the analysis.